Manufacturer narrative:
Mdpv is not listed in the cross reactivity table in the beckman coulter inc. Pcp chemistry information sheet labeling as this is a new drug and has never been tested before by the reagent vendor for cross reactivity to the pcp reagent kit. This event was communicated to the pcp reagent vendor. The vendor performed analysis of the mdpv drug against the pcp reagent kit. Quantitative results were obtained which demonstrate a positive pcp result in the presence of the mdpv drug. These results will be added to the synchron pcp labeling.

Event description:
The customer reported that on (B)(6) 2011, an erroneous false phencyclidine (pcp) result was generated on a unicel dxc 800 synchron system for one emergency room patient sample. The sample also tested positive for benzodiazepine (bnzg). The pcp and bngz results were reported outside of the laboratory prior to the confirmatory alternative method testing (such as gas chromatography/mass spectrometry (gc/ms) testing) as is recommended by beckman coulter inc.'s pcp chemistry information sheet. The patient was transferred to another facility because they were in significant distress. The patient expired shortly after hospital transfer due to a drug overdose of methylenedioxypyrovalerone (mdpv), a synthetically manipulated derivative product from the parent drug, cathinone. The customer indicated that the patient death was not attributed to the false positive pcp result or beckman coulter inc. Instrument performance. The results of the patient's autopsy indicated a negative pcp result and positive result for bnzg when tested via gc/ms. The pcp reagent is not a beckman coulter inc. Manufactured product. The instrument's pcp and bnzg quality control and calibration results were within the customer's established specifications prior to and after this event. No other drugs of abuse analytes tested with this sample were questioned, and no other patient results were questioned or rerun during this time.